Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #unknown was removed due to a fractured screw. The referring dentist over-torqued and fractured the screw. The fractured screw fragment was unable to be removed.

Manufacturer narrative:
Zimvie received one (1) ieeha563, (certain bellatekencodeemergence healing abutment 5mm(d) 6mm(p) 3mm(h)) for evaluation. Visual evaluation was performed, damage on implant due to the removal process. Unable to verify if the screw is fractured inside implant due to the excessive damage on the abutments drive feature; unable to remove abutment. DHR review was completed for the subject lot number 1273548. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273548 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. Excessive damage to the abutments drive feature and unable to remove the abutment. It is unknown the condition of the abutment screw inside the implant. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.